Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.5/+1.5/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found no visible damage and residue on lens. (B)(4)